Manufacturer narrative:
The device was returned for evaluation and was found to perform as designed. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high bg levels.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 28.3 mmol/l (510 mg/dl) while wearing the pod between 4 and 24 hours on the back. A correction bolus was delivered in an attempt to lower the patient's bg levels. The correction was unsuccessful and the pod was subsequently removed. After removing the pod, it was noted that the cannula appeared bent. To treat the patient's elevated bg levels, a new pod was applied and then an insulin pen was used.